Event description:
The cypher stent was delivered to the target lesion with no difficulty. When the cypher was inflated, the balloon ruptured and the pressure would not increase. A balloon rupture was confirmed by contrast media leakage under fluoroscopy. The indication for stent placement was angina pectoris. The target lesion was proximal left anterior descending branch (lad). The lesion was slightly tortuous, but was not calcified. There was 90% stenosis. The lesion was crossed with a rinato guidewire and ivus was conducted. Pre-dilation was conducted with a ryujin (2.5/20mm) balloon catheter and a cypher (3.0/33mm: complaint product) was delivered to the target lesion without any friction. When the cypher was being inflated up to 6 atmospheres, the balloon ruptured and the pressure would not increase. Rupture was confirmed by contrast media leakage under cag. Therefore, the stent delivery system of the cypher was retrieved from the patient with the stent still mounted on the balloon. To finish the procedure, a new cypher was implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.